Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had infection at the lead and generator site. Initially, the patient was being treated topically; however, information was later received that the patient is being referred for a lead and generator explant. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. No known surgical intervention has occurred to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.